Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additionally, treatment was provided as surgery.

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph). Additionally, treatment was provided as surgery.

Manufacturer narrative:
H11 corrected data: d1 h6.

Manufacturer narrative:
Corrected data: b5, g1, and d6a (the device is not implantable, there is no implant date).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper abdomen on (B)(6) 2021 using a cooladvantage applicator and presented with paradoxical hyperplasia (ph).